Event description:
The set was found leaking on the filter containing leg.

Manufacturer narrative:
The device was returned to vygon for eval and complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.